Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal sheath was perforated and the cable was faulty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely due to humidity entering the objective lens due to deterioration of water tightness, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported there was an image issue with the laparo-thoraco videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy. The report is being submitted due to the defect found during evaluation.